Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider (hcp) inputted the incorrect settings into the pump. Blood glucose was 300 mg/dl. Reportedly, the customer contacted a hcp regarding pump settings.